Event description:
A battery error occurred and a memory dump was performed. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.